Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock needing an impella 5.0 device for mechanical circulatory support. It was reported that during implantation there was resistance felt when removing the guide wire, so insertion was redone. The doctor tried to insert it again, but the situation suddenly changed, and the insertion was canceled. No further information is available.

Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The clinical details provided were not sufficient to determine a root cause. The cause of this issue and its relation to the impella device was not determined since the product, data logs, and sufficient clinical information were not provided. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The root cause of the delivery issues was unable to be determined as the pump and guidewire were not returned for evaluation. This report is being filed as part of a retrospective review of historical records.